Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the patient¿s blood glucose was low. The customer¿s blood glucose was unknown at the time of the incident. The customer¿s blood glucose level was in between 50 mg/dl and 300mg/dl on any given day for any reason. The customer reported that she did have a troubleshooting for a weak signal, but the signal was transmitting at time of call, so transmitter was labeled as working. Infusion set was not causing low or high. The insulin pump will not be returned for analysis.